Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion, dark ring and fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown; capsulectomy was performed. Additionally reported was "patient¿s concern with the product." Affected side is left. The device has been explanted.